Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances and be unable to set their ipg to MRI mode. Surgical intervention was undertaken wherein the scs system was explanted to address the issue.